Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2016-00325.

Event description:
The patient was undergoing a thrombectomy procedure using indigo system aspiration catheter 6 (cat6) devices. During the procedure, while the physician was advancing and retracting the cat6 through another manufacturer's sheath, the cat6 became kinked at multiple areas. The physician indicated that it felt tight as the cat6 was going through the sheath. The kinked cat6 was removed from the patient and the procedure continued using a new cat6; however, this cat6 also became kinked while being advanced and retracted through the same sheath. It was reported that the valve of the sheath may have been pinching and kinking the cat6 devices as they were being advanced and retracted. Although the second cat6 was kinked, the physician was still able to complete the procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the indigo system cat6 aspiration catheter (cat6) was kinked in multiple locations throughout its length and ovalized in multiple locations along the distal shaft. Conclusions: evaluation of the returned device revealed it was kinked in multiple locations throughout its length. This damage likely occurred due to forceful manipulation of the cat6 against resistance. Further evaluation revealed the cat6 was ovalized in the distal shaft. This damage likely occurred due to forceful gripping or pinching of the cat6 during insertion into a sheath. The second cat6 and the non-penumbra sheath mentioned in the complaint were not returned for evaluation. All penumbra catheters are visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.